Manufacturer narrative:
The event occurred on an unspecified date, between (B)(6) 2021. Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was found during use of an unspecified quantity of homechoice cassettes. This was observed during set up of the device for peritoneal dialysis therapy. The leak was further described as ¿water dripping from screw in hc on the bottom¿. There was no patient injury or medical intervention associated with this event. No additional information is available.